Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of aortic valve stenosis, nyha functional class ii, diabetes mellitus managed with oral antidiabetics, hypertension, previous acute myocardial infarction, coronary artery disease, renal failure not on dialysis, peripheral arteriopathy, and previous percutaneous transluminal angioplasty underwent an implant procedure involving the evolutfx-34 on (B)(6) 2024. The patient also had a coronary angioplasty on (B)(6) 2012, involving the circumflex artery with a drug-eluting stent. Electrocardiogram abnormalities were noted, including avb I and lafb, on (B)(6) 2024. A pacemaker was implanted on (B)(6) 2024. The patient was discharged home on (B)(6) 2024, with no late complications reported. Ongoing treatments included asa, beta-blockers, statins, and other medications.